Manufacturer narrative:
Troubleshooting tips were provided to the customer because she did not have the pump with her at the time of the call. Because the customer could not test the pump, a replacement pump and larger breast shields were sent to the customer and return of her original pump was requested for testing/evaluation. On 06/09/2017, a complaint handler followed up with the customer, at which time she indicated that she received her new pump and it was working fine and her mastitis was resolved. In continued follow up with the customer, she also clarified that it was in december, right before christmas, that she had an ultrasound due to an abscess. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 06/06/2017, the customer alleged that she was experiencing low suction with her 1-1/2 year old pump in style breast pump that she was using again for twins. The customer reported that between (B)(6) 2016 and (B)(6) 2017, she has had three episodes of mastitis, including an abscess, for which she saw her doctor and was prescribed medication and an ultrasound. She also uses a hospital-grade symphony breast pump at work.